Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller was not displaying any data. The pump was running and the patient was stable. The controller was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller having an issue with its lcd display was confirmed during evaluation of the returned product. During functional testing of the returned controller, the reported event of the controller ¿not displaying any data¿ was unable to reproduced. However, the lcd display was found to be slightly dim/distorted. Despite the display issue, the parameters of the controller still appeared to be legible throughout the duration of all testing. The controller otherwise performed as intended and passed each step of functional testing. Further analysis of the controller¿s circuitry isolated the display issue to the lcd screen itself. This component was replaced, and the controller was then found to have normal brightness and legibility. The downloaded log file was also reviewed, containing approximately 5 days of data ((B)(6) 2023). No atypical events were observed, including those related to the operation of the controller¿s display. The pump maintained a speed above the low speed limit until 13:07:46 on (B)(6) 2023, when the driveline was disconnected, and the controller was exchanged. Although the reported event of the controller ¿not displaying any data¿ was unable to reproduced, this issue was likely related to the dim/distorted screen observed during testing. Therefore, the root cause of the reported event was determined to be damage of the lcd screen. The heartmate 3 patient handbook ¿ section 6 ¿equipment maintenance¿ describes how to properly care for and clean all equipment, including the system controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.